Event description:
It was reported that the right ventricular (rv) lead exhibited low, out-of-range pace impedance measurements of less than 200 ohms. The rv lead remains in service. No adverse patient effects were reported.